Event description:
As md was preparing to inject pt., needle completely separated from syringe resulting in accidental spillage of collagen. No injury to patient or health personnel reported. This incident is being reported due to the possibility of injury being incurred should this happened again.